Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer believes the pump would deliver boluses without user interaction. The customer's blood glucose was 312 mg/dl. Tandem technical support advised customer to upload the pump for data log inspection but the customer did not do so. Multiple attempts were made by (cts) to follow up with the customer; however all were unsuccessful.